Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as redness, itching, and bleeding under the te pads. There was no alleged device malfunction contributing to the wound. The patient¿s physician advised using vaseline over the wound. Follow up indicated that the wound improved.

Manufacturer narrative:
Not applicable.